Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6 and h10. Corrected fields:d9, g2, h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likey that the event reported as "b30 error" occurs on the communication between the endoscopes and processors due to dust or trash on the socket. The event can be prevented by following the instructions for use which state: clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had a scope communication error: b30. It is unknown when or how the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. The device was evaluated onsite by the field service engineer (fse) and found no malfunctions aside from the allegation reported in b5. The fse cleaned the scope socket, which was full of dust. The fse taught the customer how to clean the sockets and contacts. Should additional relevant information become available, a supplemental report will be submitted.